Manufacturer narrative:
This report is being filed in an abundance of caution on an unspecified injury due to slipping out of a patient lift sling. Dealer stated that there was no malfunction with the sling, it was just not a good fit for the patient as the patient slid out of the sling and the caregiver was not able to catch him in time. The patient's weight was reported as (B)(6) pounds, the product weight capacity for this sling is 500 pounds. This sling is designed to be utilized on the invacare jasmine lift, the invacare reliant 450 / 600 lifts and the invacare I-lift series. The dealer stated that they are not aware of what patient lift was being used at the time of the alleged incident, unknown if it was an invacare lift. The dealer did not have any further information to provide on the alleged injury or where the brace was put on the patient. The dealer has no further information to provide. There was no allegation that the patient was admitted to the hospital, just that he was braced, stayed the night and then went home. Invacare contacted the dealer to obtain additional information relating to the alleged injury, the end user going to the hospital and being "braced".

Event description:
Dealer stated that a patient slipped from a 2451103 easy fit poly medium sling that was attached to an unknown patient lift. The patient went to the hospital, was "braced" and stayed the night before being sent home.